Event description:
Device report 1 of 2: reference: 1627487-2012-09170. It has been reported the pt is unable to increase her stimulation with suspected impedance issue. A replacement pt programmer has been sent to the pt. Attempts to obtain add¿l info regarding the device status have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.